Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna procedure on (B)(6) 2017 a physician struggled to get a distal locking screw to pass through a short tfna nail. The screw was not entering into the nail at the right angle. The procedure was successfully completed using the reported devices. There was no reported surgical delay. The patient was reported to be in good condition following the procedure. Reported concomitant devices: unknown tfna short nail, lot number unknown, quantity 1. This report involves (3) device. (B)(4).

Manufacturer narrative:
Device manufacture date. Legal manufacturer. Lot number, UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record (DHR) review was performed for part no: 03.037.012, lot no: 9231345: manufacturing location: (B)(4), release to warehouse date: 15.jan.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. A review of photos provided relevant to this device was performed. Visual inspection of the provided photos revealed no evidence of misalignment, and no damage or wear that would contribute to a misalignment. Therefore, the reported complaint condition was not able to be confirmed. A dimensional inspection could not be performed because the device was not returned. Replication of the reported complaint condition at customer quality (cq) via functional test is not possible because the device was not returned. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant insertion handle drawings were reviewed during this investigation. No product design issues or discrepancies were observed. No manufacturing discrepancies or design issues were identified as a result of this investigation and the device was not returned for evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.